Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via email of hypoglycemia incidents and had fluctuating blood glucose because of this. The customer's blood glucose was 48 to 179 mg/dl at the time of incident and then around 50 mg/dl while sleeping. Troubleshooting responded to follow up with the doctor and to call back to troubleshoot the pump if necessary.